Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was noted with premature battery depletion. The asymptomatic patient was stable before, during, and after the procedure.

Manufacturer narrative:
The complaint is associated with manufacturer report number 2017865-2018-07559. The reported event of bpa and sensing anomaly was confirmed. Electrical testing found a reference voltage signal to be oscillating, which caused erroneous measurement data resulting in the erroneous bpa detection and sensing anomaly observed in the field. The oscillation was caused by a connection anomaly between a capacitor connected to the signal and the hybrid. Initial reporter last name should have been (B)(6).